Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during procedure surgeon discovered screw heads still moving after final tightening using lock-cap one-step f/urs blue tan locking cap. Another one-step f/urs blue tan locking cap was utilized but the screw head was still moving. The surgeon decided to replace all locking caps with lock-cap two-step f/urs blue tan locking caps and all 4 screws were able to tighten as intended. It was reported the surgery was delayed approximately fifteen minutes. This report is for a lock-cap one-step f/urs blue tan. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. All parts were investigated: due to the damage and wear not all relevant dimensions could be measured. The measurable features were checked and met specifications and the technical drawings. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard iso 5832-11. The microscopic investigation shows that the rounded flange faces are worn. The anodized color was abraded on the complete rounded surfaces. All findings point to the fact that the screw heads were not placed in the correct rectangular position to the rods; therefore the rods were not seized as intended. No product or material related fault was found. Placeholder.